Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed during evaluation. The cause of the determined depleted battery was due to user error. After each battery low alert, the service manual instructs the user to charge the device for at least 12 uninterrupted hours. Thus, if the device is displaying severe battery alarms and failure codes and it is confirmed in the event history log, the resulting cause are depleted main batteries from user error. The battery and battery harness were replaced to fix the reported condition.